Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found to have a small hole on the metal base during patient use. There was no patient consequences.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare in new zealand for investigation where it was visually inspected. Results: visual inspection revealed that there was residue found inside the chamber. It was further revealed that there was a hole in the base of the returned chamber below the nebulizer inlet port. Conclusion: it is most likely that the use of a nebulizing drug caused the damage to the subject chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa"

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was recently received at fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found to have a small hole on the metal base during patient use. There was no patient consequences.